Event description:
The recipient's device was reportedly explanted. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
It was brought to the company's attention that this is a duplicate report. Reporting will be continued in MDR # 3006556115-2020-00996. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.